Event description:
It was reported that the bd syringe 10ml ll eurographics had foreign matter. The following information was provided by the initial reporter: on b)(6) 2025, a particle is observed in the 10 ml syringe. The defect item is not available. However, the picture showing the defect is provided in the attachment to support investigation. A root cause within novartis can be nearly be excluded. We kindly ask you to investigate the root cause and send your investigation report.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up three photos of a 10ml ll eurographics syringe (part number 300912), batch 3178432, were reviewed, showing syringes with brownish discoloration on the barrel tip. This condition is non-conforming to product specifications. A molding engineer confirmed the defect is likely caused by burning during the molding process, resulting from degraded plastic due to prolonged high temperatures, typically during machine start-up. While procedures require scrapping parts until no degraded material remains, incomplete execution can allow such defects to pass. The issue is cosmetic only and poses no risk to customers, with the root cause linked to the molding process. Additionally, a device history record review was completed for lot number 3178432, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect.